Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found to be dislodged and leaking. When patient was asked if they had sought medical assistance since the last time they contacted product support, the patient answered yes. It is unclear if this was a separate medical event or one previously reported. Patient was unwilling to answer any further questions or provide any further information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.